Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Note: patient-reported adverse event of unknown mesh failure and bladder repair/revision (B)(6) 2007 was reported via 2210968-2018-77060. Patient-reported adverse event of bladder prolapse and the second revision of bladder repair on (B)(6) 2010 was reported via 2210968-2018-77061.

Event description:
It was reported that the patient underwent a bladder repair in (B)(6) 2005 and the unknown mesh was implanted. It was also reported that the unknown mesh did not work. After unsuccessful bladder repair, the womb prolapsed resulting in hysterectomy and the bladder repair was done in (B)(6) 2007 and the mesh was implanted. After hysterectomy the patient experienced bowel prolapse, and a bowel repair was done in (B)(6) 2008. After bowel repair procedure, the patient¿s bladder prolapsed. The second revision procedure/ bladder repair was performed on (B)(6) 2010 and the mesh was implanted. Then both bladder and bowel prolapsed again and sacrocolpopexy procedure along with rectopexy was performed in (B)(6) 2012.